Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 28 closed samples and 4 opened for analysis. Three of the open samples received have the needles attached to the thread (reference with double needle) and other open sample received, it is unused and with the needles detached from the thread and the thread is still wound on the pack. We have tested the needle attachment strength of all closed samples received and also of the three open samples received with the needle attached to the thread and the results are: 0.98 kgf in average and 0.01 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and it was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done during manufacturing process as in one of the open samples received shows that the needles were escaped from the thread. Final conclusion: taking into account that one of the unused open samples received has the two needles detached from the thread and the thread is still wound on the pack, and that one of the needles of the tested samples does not fulfill the minimum, we consider this complaint as confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that needles detached from the thread. It occurred before use. There were detached needles from threads in some blisters and also some needles were detached from threads while pulling the thread from the package. No further information available.